Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. It was verified that the motor not running error was found in the history. The issue was not duplicated during functional testing. The device was repaired by replacing the left and right clutch, worm gear, worm coupling and motor. The main cause of the reported issue was the worn-out clutch parts. After repairs, the pump passed all the testing.

Event description:
It was reported that pump had travel course error occur during a routine preventive maintenance inspection. There was no patient involvement.